Event description:
Caller reported that the pump battery would not charge. There was no reported impact to the customer. The pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.